Manufacturer narrative:
Block h2: correction on b3 (event date). Block h6: device code a0414 captures the reportable event of sheath torn. Block h11: investigation results: the product was not returned for analysis therefore technical analysis could not be performed; however, media analysis shows that the navigator hd had the sheath torn and it is possible to see some whitened areas indicating it was submitted to tension. With all the available information, boston scientific concludes that the reported event of sheath torn material was confirmed. This could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could lead to tear the sheath. Additionally, it was possible to see some whitened areas indicating it was submitted to tension. Based on the analysis results, a conclusion code of adverse event related to procedure was assigned to this investigation because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during preparation of a ureterolitotomia procedure, when the device was unpacked, it was found that the outer sheath of the navigator was fractured. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that during preparation of a ureterolitotomia procedure, when the device was unpacked, it was found that the outer sheath of the navigator was fractured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
H6: device code a0414 captures the reportable event of sheath torn. Block h11: investigation results the product was not returned for analysis therefore technical analysis could not be performed; however, media analysis shows that the navigator hd had the sheath torn and it is possible to see some whitened areas indicating it was submitted to tension. With all the available information, boston scientific concludes that the reported event of sheath torn material was confirmed. This could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could lead to tear the sheath. Additionally, it was possible to see some whitened areas indicating it was submitted to tension. Based on the analysis results, a conclusion code of adverse event related to procedure was assigned to this investigation because the adverse event occurred during the procedure and the device had no influence on the event.